Manufacturer narrative:
A peripheral viperwire guide wire and coronary diamondback oad were received for analysis. The guide wire core shaft was fractured. The spring tip of the guide wire was damaged and deformed, and one coil was fractured. Scanning electron microscopy of the guide wire fracture revealed evidence of excessive torsional forces. It is hypothesized that the fracture is the result of torsional forces applied to the spring tip proximal solder bond post procedure. However, this could not be confirmed by analysis or by communication with field staff present at the case. At the conclusion of the failure analysis report, the root cause of the guide wire fracture could not be determined. The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
A csi orbital atherectomy device (oad) and viperwire guide were analyzed following a report that the oad became stuck on the wire. During analysis, a fracture was noted on the guide wire. It was unclear whether the fracture occurred in vivo or ex vivo.